Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left superficial femoral artery that was non-tortuous, non-calcified and 70% stenosed. When the armada 35 5 mm / 120 mm balloon was inflated to the rated burst pressure of 18 atmospheres, droplets of water could be seen leaking at 1 droplet per second from the hub of the purple shaft and black catheter and the pressure on the indeflator was dropping as a result. A new non-abbott balloon was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. A review of the complaint handling database found no similar incidents from this lot reported for hub leaks. Av reviewed the lot history record and there were no manufacturing nonconformities. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.